Event description:
This customer reported that 8 of 20 shocks during a cardiac arrest were aborted. The involved patient died.

Manufacturer narrative:
(B)(4): this customer reported that 8 of 20 shocks during a cardiac arrest were aborted. This symptom could impact the delivery of therapy and is therefore reportable. The involved patient died. The customer is "unsure" if the device behavior impacted the patient outcome. We have requested additional information. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.